Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, during rectum resection, surgeon tried to connect the reload to the handle but could not connect successfully. It was found out that the lock ring was not rotating. Surgeon got new handle and new reload. It was connected successfully. This time, surgeon was able to connect the devices, and inserted the devices into the patient body after performing opening and closing check. They clamped the tissue without applying articulation, etc. When they pressed the green button and tried to fire, the knife did not move and it got stuck. There was no problem until the point that the green button was pressed and the handle opened wide. Surgeon used another new handle and new reload to resolve the issue. The surgical time was extended by more than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the staple cartridge noted that the first reload had a full complement of staples. The lock ring was observed to be broken. Functionally the first reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Visual inspection of the second returned product noted that the reload had a full staple complement. The clamping mechanism was deformed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.